Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant attempt, the lead exhibited high thresholds and high impedance after the physician tied down the lead before connecting to the device. The lead was removed and replaced successfully with another lead. No patient complications have been reported as a result of this event.